Event description:
On (B)(6) 2010, it was reported that the pt experienced a depleted battery. The device was implanted on (B)(6) 2009. The pt indicated that he was told by a MFR representative that the device was "outdated" when it was implanted. Add'l info received from the hcp on (B)(6) 2011, reported that the hcp believed the neurologist was referring to the fact that the device was not rechargeable when he called the device "outdated". It was reported that the pt had wonderful results after the implant and was able to do many things he had not been able to previously. The hcp believed the increased movement/physical activity may have had something to do with the decrease in therapeutic effect. It was reported that the pt was reprogrammed and was doing well. It was reported that the pt had recently had a return of pain and had to increase the use of narcotics. As a result, the hcp intended to refer the pt to a neurologist for replacement with a rechargeable device. Add'l info received on (B)(6) 2011, reported that the pt had his implantable neurostimulator replaced on (B)(6) 2011. It was reported that the first implant ((B)(6) 2009) had only worked for two to three months before quitting.

Manufacturer narrative:
(B)(4).